Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature article: "factors affecting the yield of endoscopic transpapillary bile duct biopsy for the diagnosis of pancreatic head cancer" by hirokazu kimura, et al. The study was aimed to identify factors associated with a positive outcome using transpapillary biliary biopsy (tbb) for pancreatic head cancer (phc). Total 130 cases that underwent tbb for investigation of distal biliary stricture were included [62 cases of phc, 36 cases of distal biliary cancer (dbc), and 32 cases of benign biliary stricture (bbs)], and the factors affecting the diagnostic efficiency of tbb were determined using univariate and multivariate logistic analyses. The study reported that endoscopic biliary forceps biopsy showed a carcinoma component in 31 (50%) of 62 phc cases, 33 (91.7%) of 36 dbc cases, and none of the bpm cases. The cancer-positive rate for dbc was significantly higher than that for phc (p < 0.01). No complications other than three (one case (1.61%) of 62 phc and two cases (5.56%) of 36 dbc) cases of post-ercp pancreatitis were reported. The study concluded with the suggestion that phc with a high level of serum bilirubin (>10 mg/dl) and a high circumferential proportion of bile duct invasion (>2/3 judging by mdct) was a good indication for biliary biopsy.    Post-ercp pancreatitis - (3) : mild and improved in 2 days   the authors reported use of multiple olympus devices and did not specify which device may have contributed to the mild pancreatitis. Therefore, all devices will be reported. (B)(6): fb-39q, (B)(6): clevercut/kd-vc411q-0725, (B)(6): fb-44u, this is report 3 of 3 for (B)(6): fb-44u.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the authors response and medical opinion on the adverse events experienced. New information added to b5.

Event description:
Additional information was received from the author: post-ercp pancreatitis - (3) : mild and improved in 2 days. As stated in the paper, pancreatitis occurred in (B)(4) of pancreatic head cancer and (B)(4) of distal biliary cancer, but all cases have improved with fluid replacement and prolongation of eating. It is not that pancreatitis is more likely to occur because of a biopsy of pancreatic head cancer, but it might be caused by ebd placement or the procedure of ercp. The fluid replacement/fasting period was extended by 1 or 2 days, and no intensive treatment was required.